Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/25/2015. The fse replaced the wbc bath which addressed the wbc non-numeric results. He also found milky residue in the complete blood count, cbc, tubing. He replaced the cbc tubing which addressed the issue. He also found buildup in the red blood cell, rbc, bath. He replaced the rbc bath which addressed the issue. He performed cbc fine gain and count compensation procedures. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported partial non-numeric results for all parameters and non-numeric results for white blood cell, wbc, #2 bath from a unicel dxh 800 coulter cellular analysis system. While the field service engineer (fse) was on site, the fse discovered milky residue in the complete blood count, cbc, tubing and buildup in the red blood cell, rbc, bath. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.